Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that an external force has been applied to the area in question. This issue is addressed in the instructions for use (IFU): "inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches,holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope failed the water supply connection test during reprocessing. During the inspection for the returned device, the forceps elevator cover was found to have missing glue and scratches were found on the pink probe. There was no report of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation

Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was confirmed. The scope connector was leaking at the air-water mouthpiece and there was missing glue on forceps elevator cover. In addition, there were non-sharp scratches on the pink probe and excessive stretch on the bending section cover. The cement was peeling on the objective lens and was perforated on the light guide lens. The glass on the light guide prong cover was loose but not leaking, the control knobs required adjustment and the insulation test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.